Manufacturer narrative:
The insulin pump was received with a motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The pump was unable to verify no reservoir alarm, empty reservoir alarm, excessive no delivery alarm or motor error alarm due to motor encoder signal alarm. The pump was received with cracked case at display window corner, missing end cap sticker, broken reservoir tube lip, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that she received motor error while trying to rewind and bolus. The customer stated that she received 3 motor errors. The customer stated that there are pieces of plastic that are coming off in the reservoir compartment. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.